Event description:
It was reported that a patient underwent an episiotomy on an unknown date and suture was used. Post operatively, the patient had gapping of the suture and it was cut with no consequences with the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient status/ outcome / consequences --> no could you please give more information about the event description? As per the doctors the 3/0 vicryl was cut in 5 different cases with no consequences with the patient. Are there pictures/videos available for this complaint? No what is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No is the product available for return? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -did the suture break? If no, please explain. -did the event occur during the initial procedure or post operatively? -what does ¿gapping of the suture¿ mean? Please explain.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, h1 - based upon the information provided by the reporter, this event no longer meets reportable malfunction criteria. Therefore, this medwatch report is being voided.